Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. On unreported date(s), the patient was treated with vancomycin injection 500 milligrams (frequency, route, and duration not reported) and reflin injection 500 milligram (route, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was reported to be recovering from the peritonitis. Additional information was requested but is not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. (B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.